Manufacturer narrative:
Additional review of the event determined the event was not a hazard that could lead to death or serious injury. There was no malfunction and no death or serious injury. The unit will continue to ventilate and alarms remain functional. The initial event was not a reportable malfunction. H3 other text : additional review of the event determined the event was not a hazard that could lead to death or serious injury. There was no malfunction and no death or serious injury. The unit will continue to ventilate and alarms remain functional. The initial event was not a reportable malfunction.

Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture year is 2005. The month of manufacture was unavailable at time of MDR filing. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The flat head posidrive a-4 stainless steel screw was installed and arm repositioned to resolve the issue.

Event description:
The hospital reported the articulating arm broke and was partially hanging from the equipment. There was no report of injury or patient involvement.